Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 150mg/dl and the sensor glucose level was 50 mg/dl at the time of the incident. The customer reported sensor that gives threshold suspend and says low though blood glucose is fine. The current blood glucose level is 50 mg/dl and sensor blood glucose level is 155 mg/dl. The customer did troubleshoot the issues. The sensor will be returned for analysis.